Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have had multiple alarms and are unsure how to know if they corrected the issues in an arctic sun device. Patient temperature (pt) was 35.8c, targeted temperature (tt) was 37c, water temperature (wt) was 34c, flow rate (fr) was 3.2lpm 3.2lpm pads. Guided to event log and noted the following alert 02 (low flow), alarm 15 (unable to obtain stable patient temperature), alert 50 (patient temperature erratic), alarm 14 (probe out of range), alert 03 (low reservoir), alert 114 (treatment stopped). Explained this series of alerts/alarms are most likely indicative of issues with the temperature in cable or patient probe. Recommended they first obtain a replacement temperature in cable from another device. If the 15, 50 or 14 recur, then replace the patient probe and would call back if they had any other issues. Per follow up information received via task on 01apr2026, spoke with charge nurse who confirmed device was removed from service for biomed inspection. Patient was placed on a new device.